Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the concerto coil deployed incorrectly. It was reported that the device failed and malfunctioned. The patient was undergoing treatment for hypogastric artery embolization.